Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had a chip in the adhesive area between the distal end and the light guide cover, the adhesive around the light guide lens was peeled, there was corrosion on the universal cord, and the forceps elevator and metal part at the distal end had a burn. There was no patient involvement.